Event description:
No additional information received from the customer.

Manufacturer narrative:
The subject device was returned for device investigation. Based on the results of the investigation, it was found that the sheath broken (there is beak broken in sheath). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.

Event description:
It was reported the subject device's beak (ceramic tip) broke in the sheath. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.